Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Percutaneous extension remained in patient following pocket closure. Physician removed extension. The there were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep stated that patient¿s weight at the time of procedure was unknown. The resident did not clip a mosquito on to the external portion of the extension prior to draping. The rep was on able to enter the room until the patient was fully draped her so rep was unaware of the circumstances. The extension that remain in the patient upon closing and finishing the procedure was discovered by the attending physician. She then brought the patient back to the operating room and removed the extension.